Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. Final analysis found that the insulation was abraded at 12 cm to 12.2 cm from the end of connector pin which exposed the outer coil. Final analysis also found that the insulation was damaged/melted at 5.2 cm from the end of the connector pin and the outer insulation was damaged at 18.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing. The lead was explanted and replaced. The patient was stable post procedure.